Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level reported. As the customer declined further troubleshooting and follow-up, no additional actions were taken, and the case was closed without further resolution. James is currently out of warranty and in the process of device renewal.